Manufacturer narrative:
(B)(4). An investigation was performed on this complaint. When reviewing similar reportable events for portable ceiling devices (v3 ,maxi sky 440, voyager), we have found a number of cases related to the failure: ceiling lift part dropping off the track due to a detachment of the strap or carabiner. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is low. The voyager is a portable ceiling lift designed for lifting patients in a homecare setting, at a nursing home and in other assisted living centers. To provide an easy and safe installation and usage of ceiling lift devices, it is crucial to follow all safety instructions regarding device attachment on a track, included in the device instruction for use. Based on the collected information, photographic evidence and the internal investigation, it has been concluded that the combination of two factors are considered to be contributors to the reported situation: lift strap was most likely installed on the latch itself, therefore installed incorrectly; a detachment of the carabiner is highly unlikely if the carabiner and/or the strap inside the carabiner hook is installed properly. All simulated scenarios require improperly installing the carabiner in the reacher bar or the strap in the carabiner, in order to apply a force which forces the opening the carabiner latch. The carabiner was oriented in a position that forced its latch to open, which is also an incorrect installation. Some wrong positions of the carabiner may either open it inwards, causing the strap to simply slide out of the latch, while other positions may bend it and open it outwards, resulting in the carabiner latch remaining outside of the carabiner - as in the complaint issue. In conclusion, even though the exact position of the strap and carabiner cannot be confirmed with certainty, all scenarios set forward include an incorrect installation of the strap and carabiner. From this evaluation it would appear most likely that the event was caused by the user error which is related to a lack of training on the device labeling. In summary, the device was not being used for treatment or diagnosis of the patient at the time of detection of the malfunction. The malfunction was noticed by the customer prior to use the device with the patient. The strap detached from the carabiner and from that perspective, the device did not perform as intended. This event is considered to be cause by use error (not following the IFU instruction: strap installed on the latch itself or/ and the carabiner was oriented in a position that forced its latch to open). However due to the fact that such circumstances with patient attached on the device upon recurrence may result in harm of high severity we decided to report this event in abundance of caution.

Event description:
Arjohuntleigh received a complaint where it was indicated that during the lifting procedure of the portable ceiling lift: v3, the strap came out from the carabiner, causing the ceiling device to fall on the floor. The issue was reported before commencing to the lifting procedure with a resident. There was no impact nor consequences to the patient.